Manufacturer narrative:
H3: product analysis: product: 6550002, lot: nm20j043 visual confirmed the entire torx tip of the instrument has been sheared off. Microscopic examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event which occurred during device maintenance. It was reported that the tip of the driver was stripped completely out. There was no patient involvement reported.